Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the pin 020322 was broken and that the eccentric system was defective. The product was not repairable, it was not under warranty anymore so it was not replaced. The product has not been returned to the customer.

Event description:
It was initially reported that universal oscillating saw attachment was defective. During device evaluation it was observed that the pin was broken and that the eccentric system was defective. There was no patient harm and no delay of the surgery.